Event description:
It was reported that during pre-dilation of a heavily stenosed mid rca, upon the first inflation of the balloon at 12 atm, there was a rupture with some air emboli. The patient experienced a st-depression, chest pain and elevation of cpk. The patient was then stented with 0% stenosis.